Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported "we have IV infusion pump tubing rec'd in risk management from an event in which the ivf was noted to be leaking from beneath the channel. When the channel was opened (unclamped?), the tubing appeared to be cut." Customer states there was no report of the set leaking when primed. There was no report of pt harm or medical intervention. The customer stated that no further pt/event info is available.